Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported a valid minimum fill notification occurred as there was approximately 75 units in the cartridge. Blood glucose (bg) level elevated to 600 mg/dl, and was addressed with a manual injection. At the time of the reported event, bg level was 396 mg/dl. Reportedly, the customer resumed insulin therapy to address the issue.